Event description:
Patient reported "enlargement". Healthcare professional reported "right breast...slowly growing in size and tenderness" and "recalled." Rupture discovered during surgery. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: "enlarged" and exchange of textured product. Device evaluation: analysis of the returned device identified: brown particles in the shell, broken shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior, creases fold and missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.